Event description:
A patient experienced a burning sensation in both eyes during facial treatment. A nurse present during the treatment noted that topical anesthetic had contacted the pt's eyes which would result in eye irritation. The topical anesthetic was described as very thin which could cause it to run into the eye. The treating physician felt she may have touched the pt's eye with a tongue blade while shielding the eyes. An ophthalmologist said he thought the pt had a laser burn although a laser is not used in the procedure. The treating physician reported the pt was fine at the 10 day follow-up.

Manufacturer narrative:
There are conflicting medical opinions as to the cause of the eye irritation. The treating physician and nurse present at the treatment indicated it was not caused by the portrait device. An ophthalmologist who saw the pt after the procedure though it was a laser burn. Portrait is not a laser and is not light based.